Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump indicated a motor alarm error after getting an MRI. The customer also reported low blood glucose of 44mg/dl. The customer stated that the insulin pump was exposed to high magnetic fields and was not aware to keep the pump out of the MRI room. The insulin pump was returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2010 low blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.